Event description:
Customer reported fentanyl bag infused faster than expected. The doctor's order was fentanyl 50 ml bag to infuse at 50 mcg/hour. The ER nurse hung a new fentanyl bag at 1354 and the infusion started at 5 ml/hour. The patient was transferred to the ICU during the afternoon and the rate was 6 ml/hour when the ICU rec'd the patient. The fentanyl bag was found empty at 1800 and the ICU nurse felt the fentanyl bag infused in half the time that it should. Customer is requesting event log review. There was no patient harm or medical intervention. No further patient/event info was reported.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer has requested an event log review. The event logs have been rec'd and the evaluation is pending. A f/u report will be submitted with investigation results once the evaluation has been completed.